Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. The patient¿s access site mld measured 5.1mm with mild calcification and no tortuosity reported. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (use of the same access site as the mvr, manipulation of the devices), in addition to patient factors (less than adequate access vessel mld, mild vessel calcification) likely contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(4), prior to the transfemoral tavr procedure (exact timing is unknown), a mitral valve replacement (mvr) was performed. During the mvr, a vascular access for percutaneous cardiopulmonary support (pcps) had been obtained. No further information concerning the mvr is available since the procedure was performed at a different hospital. During the tavr procedure, the same vascular site was used for the insertion of a 14fr. Esheath. A 20mm sapien 3 valve and commander delivery system were then inserted and advanced without ¿unusual¿ resistance. The sapien 3 valve was deployed without issue. No abnormalities were noted during the withdrawal of the delivery system and sheath. During the access site closure, when the sutures of the vascular closure device were tightened, the intimal of the access vessel was avulsed. Hemostasis was not achieved by percutaneous transluminal angioplasty (pta). The injury was surgically repaired. After the tavr procedure, the patient was in favorable condition and could walk alone / unaided by the following day. The valve remains implanted in the patient. The access vessel minimum luminal diameter (mld) measured 5.1mm with mild calcification and no tortuosity reported. It was speculated that since the access site for the mvr procedure was the same as the tavr procedure, the tissue of the access vessel could have been friable, contributing to the injury. The delivery system and sheath were discarded following the procedure and are not available for evaluation.